Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was incisional hernia from previous placement of a ventriculoperitoneal shunt. The procedure performed was repair of incisional hernia with mesh, partial omentectomy and reposition of ventriculoperitoneal shunt. The patient has had a surgical revision, pain, adhesions, seroma and recurrence. It was reported that after implant, the patient experienced surgical removal of parietex mesh, hernia recurrence, new mesh placement, lysis of adhesions, and repositioning of ventriculoperitoneal shunt. Treatment provided for these conditions include removal surgery.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced recurrence, seroma, adhesions, and pain. Post-operative patient treatment included revision surgery, removal of mesh, placement of new mesh, lysis of adhesions, and repositioning of ventriculoperitoneal shunt.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was incisional hernia from previous placement of a ventriculoperitoneal shunt. The procedure performed was repair of incisional hernia with mesh, partial omentectomy and reposition of ventriculoperitoneal shunt. The patient has had a surgical revision, pain, adhesions, seroma and recurrence.